Event description:
It was reported that the lesion was located in the ostium of the right coronary artery (rca). A 2.5 x 15 rx voyager was used to pre-dilate the lesion, however, upon inflation of the balloon catheter, it popped out of the lesion (watermelon seeded). A 3.0 x 15 rx nc voyager, was then advanced to the lesion and upon inflated it also popped out of the lesion (watermelon seeded). Then a 4.0 x 28 xience v stent was advanced to the lesion; however, it did not cross the lesion. A second unk rx xience was advanced to the lesion and during inflation to deploy the stent it popped out of the lesion in the ostium of the rca and ended up in the aorta. Everything was removed and the stent implant ended up in the pt in the internal iliac artery. An interventional radiologist was consulted and reviewed the pictures and decided to leave the stent implant in the pt's anatomy. The sds of the device was discarded. Pt was to be sent for bypass of the rca and pt had stroke as well (identified as not related to stent placement). Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The dislodged stent remains in the pt. The stent delivery system was discarded. The lot number was not provided. A follow-up will be submitted with all relevant info.